Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. Product type: extension: product ID 3389s-40, lot# v561214, implanted: (B)(6) 2010, explanted: unk. Product type: lead: product ID 3389-40, lot# j0237074v, implanted: (B)(6) 2003, explanted: unk. Product type: lead. (B)(4).

Event description:
It was reported the patient had an incision on the right side of the scalp that did not heal properly. The patient had had a lead revision in (B)(6) 2010 (refer to MFR. Report # 3004209178-2010-02769). A wound revision surgery was performed on (B)(6) 2011. The patient developed a rare staph infection that resulted in total explantation of the entire deep brain stimulating (dbs) system. The devices were removed in 2 surgeries, (B)(6) 2011. From (B)(6) 2011 the patient had a PICC line inserted which supplied continuous infusion of vancomycin. The patient underwent evaluation for reimplantation of a dbs system, and was implanted with a new system in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: neu_unknown_lead, product type: lead. Product ID: 3389s-40, lot# v561214, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4)